Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: component code was added: 4755. H6: type of investigation codes were added: 4109, 4110, 4111 and 3331 and 4114. H6: investigation findings code was added: 3221 h6: investigation conclusions code was added: 4315. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. Complaint history review was performed for the reported lot number (63068235) for similar events and two other relevant complaints were identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is excessive loading on abutment/implant assembly abutment over-prepped, incorrect assembly of the abutment to the implant (for example, abutment not seated properly; screw not tightened to recommended torque) user error, inadequate instructions for use, and improper patient selection. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Unique device identifier not required. Additional PMA/510(k) number ¿ k143505 fax number unknown / not provided. Device remains implanted.

Event description:
It was reported that the implant fractured in tooth #30. Patient came in with a broken screw and part of it was still stuck in the implant. The implant has not yet been removed.